Event description:
The event is reported as: the customer alleges that after connection to the ventilator, the machine indicated a leak. It was observed that the connector on the tracheal lumen of the tube showed a crack. The patient's condition is reported as fine.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.